Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a recent follow up appointment, that this implantable cardioverter defibrillator (ICD) device exhibited a code 1006, due to high voltage detected on a lead, during a device charge, status post a hip replacement procedure. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising multiple episodes of high amplitude and noise. Episodes show device charging, but no therapy was provided. Ts advised that a code 1006 will appear when the device is charging or during electrocautery. Ts provided recommendations for additional troubleshooting of the device and recommended a 1j test shock to check for device integrity. The device remains implanted. No adverse patient effects were reported.